Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign objects in forceps elevator wire, the connector pins, and the connecting tube. Additionally, scratching was noted on acoustic lens which reaches to glue layer. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the foreign material could not be identified. The most probable cause for scratched acoustic lens is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.